Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths during run time, but no alarm was generated and the device was able to function properly afterwards. The formed needle was visible in the exposed portion of the soft cannula. Inspection of the device found the formed needle not seated in the slide retract, indicating an improper installation of the formed needle in the slide retract. This resulted in the formed needle not retracting after needle fire. No evidence was found that would result in bleeding or bruising at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract back into the pod. The pod was worn between 4 and 24 hours.